Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to noise and high pacing impedance out of range. Physician does not think it was knicked on insulation lead but thinks the lead was defective. A new lead was implanted. No adverse patient effects were reported. The lead will be returned for analysis.